Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Blood glucose reading was 311 mg/dl. It was unknown how the customer treated for their high blood glucose. Customer was experienced groggy in the morning. The insulin pump will not be returned for analysis.